Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of, restricted posterior leaflet, and tethered posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. However, after the clip was deployed, the clip opened. It was noted the clip remained stable on the leaflets. No additional clips were implanted. The mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a